Event description:
It was reported that a large volume infusor was leaking. During infusion, the patient noticed a couple of drips from the top of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: g4, h4, h6, h11. H4: the lot was manufactured between august 10, 2023 - august 14, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and did not show evidence of a leak from the device. It depicted an infusor device containing fluid within its bladder, and no image of leaking was present in the photograph. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.